Manufacturer narrative:
The instrument has been investigated. The field svc engineer (fse) evaluated the instrument and found a damaged collect in the reported problem area of the pipette assembly. Replaced plunger clamp, tip clamp, tip clamp sleeve and compression spring to correct the problem. The instrument was cleaned, tested without further problem, and was returned to expected operation.